Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, patient experienced a rash under the adhesive patch of the sensor he inserted. The patient consulted a physician who prescribed lidocaine for the itch. At the time of his call to technical support, the patient reported being in fine condition but irritated from the allergic reaction to the sensor adhesive.